Manufacturer narrative:
Additional information was received that the valve was able to be implanted after CPR was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the cause of death was acute aortic insufficiency during deployment of the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during partial deployment, hypotension occurred. Acute central aortic regurgitation (ar) and possible ischemia were noted. Angiogram revealed patent coronary arteries. Cardiopulmonary resuscitation (CPR) was initiated and a ventricular assist device was used; however, the patient died. Per the physician, it was unknown what caused the loss of pressure or acute central aortic regurgitation.